Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump up and down button have to press harder and more than once and unexplained no deliveries more than 2 times in last 30 days. Customer¿s blood glucose was unknown at the time of incident. Customer also states that mother screen had dimmed, changing batteries every 7 days or less, had noticed time lag on insulin pump. The insulin pump will not be returned for analysis.